Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas 6000 e 601 module. The initial result was 248.0 pg/ml. The repeat result was 336.6 pg/ml. No adverse event occurred. The vitamin b12 ii reagent lot number was 330964. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify a cause for the issue. The fse performed a system decontamination and checked the alignment of probes. A 10 cup precision passed. The customer ran qc with passing results. The system was operating within specification. Calibration signals were slightly higher than expected. Qc results were acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.